Event description:
A manufacturing representative reported that during a revision due to normal battery depletion, two different health care providers (hcp) were unable to get the extension into the right port of the implantable neurostimulator (ins). The extension could not be fully inserted into the ins and would only go in about half way. The extension seemed to "get snagged" in the ins port. The hcps ended up using another ins. The defective ins was going to be returned. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
The implantable neurostimulator (ins) connector port was damaged at the balseal connector; the balseal connector spring was damaged. Upon review of the additional information, it was determined that eval code-conclusion no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon review of the additional information, it was determined that eval code-conclusion no longer applies.

Event description:
No new information was received from the manufacturer representative (rep).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.